Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 39-371 (mg/dl). Reportedly, customer sometimes experiences low bg levels when waking up and consumed orange juice to address low bg level. Subsequently, customer experienced elevated bg levels and delivered a correction bolus to treat bg level. System check with tandem technical support indicated the pump was performing as expected; although customer noted that they have some scar tissue at their infusion sites. Customer was guided through changing infusion site and resumed insulin delivery. Recommendation was made to consult with their health care provider to discuss diabetes management.